Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent was "crushed." The damaged stent was noted when the package was opened, prior to prepping. There were no pt complications or injuries reported.